Manufacturer narrative:
This is default text configured for block h10.

Event description:
Patient did not receive full dose of medication [incorrect dose administered] hub of syringe separated from the syringe/injection became slowed and then stopped [device malfunction] remaining fluid then sprayed out of detached syringe splashing the rn administering the medication [accidental exposure to product]. Case narrative: this initial spontaneous report concerns of event incomplete dose administered, device malfunction and accidental exposure to product in a male nurse (age and race not reported) from the united states. The nurse¿s age at the time the event was experienced was not reported. On 23 apr 2026, amneal pharmaceuticals received information from the nurse via email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single dose vials. On (B)(6) 2026, while administering risperidone, 50 milligram per vial single dose pack (ndc: 70121 2628 5, lot number: ap250592, expiry date: 30 nov 2027, serial number: not reported) via intramuscular route to a patient for an unknown indication, the injection became slow and then stopped. The needle was repositioned slightly and pressure on the plunger was increased. The hub of the syringe separated from the syringe, leaving the syringe detached from the needle. The remaining fluid then sprayed out of the detached syringe, splashing the nurse while administering the medication. The failure was reported to be entirely mechanical. There was no report of injury or adverse clinical signs or symptoms in the nurse following the exposure. Last action taken with risperidone in relation to incomplete dose administered, device malfunction and accidental exposure to product was not applicable. Dechallenge and rechallenge were not applicable. The outcome of event incomplete dose administered, device malfunction and accidental exposure to product was unknown. The reporter did not provide an assessment of causality of event incomplete dose administered, device malfunction and accidental exposure to product with respect to risperidone. This case was considered serious. The reportability of this case was expedited.

Manufacturer narrative:
This is default text configured for block h10.

Event description:
Remaining fluid then sprayed out of detached syringe splashing the rn administering the medication [accidental exposure to product] . Case narrative: this initial spontaneous report concerns of event incomplete dose administered, device malfunction and accidental exposure to product in a male nurse (age and race not reported) from the united states. The nurse¿s age at the time the event was experienced was not reported. On 23 apr 2026, amneal pharmaceuticals received information from the nurse via email concerning the above-mentioned product complaint regarding amneal¿s risperidone for extended-release injectable suspension, single dose vials. On (B)(6) 2026, while administering risperidone, 50 milligram per vial single dose pack (ndc: (B)(4), lot number: ap250592, expiry date: 30 nov 2027, serial number: not reported) via intramuscular route to a patient for an unknown indication, the injection became slow and then stopped. The needle was repositioned slightly and pressure on the plunger was increased. The hub of the syringe separated from the syringe, leaving the syringe detached from the needle. The remaining fluid then sprayed out of the detached syringe, splashing the nurse while administering the medication. The failure was reported to be entirely mechanical. There was no report of injury or adverse clinical signs or symptoms in the nurse following the exposure. Last action taken with risperidone in relation to incomplete dose administered, device malfunction and accidental exposure to product was not applicable. Dechallenge and rechallenge were not applicable. The outcome of event incomplete dose administered, device malfunction and accidental exposure to product was unknown. The reporter did not provide an assessment of causality of event incomplete dose administered, device malfunction and accidental exposure to product with respect to risperidone. This case was considered serious. The reportability of this case was expedited. Upon further review of the case on (B)(6) 2026, an amendment was performed. This case concerns a nurse who experienced accidental product exposure during the administration of risperidone extended-release injectable suspension to a patient. A separate case (B)(4) has been created for the patient, who received an incomplete dose due to a device malfunction. The events incomplete dose administered and device malfunction have been removed from this case. The case has been downgraded to non-serious and unlisted, as the nurse did not exhibit any clinical signs or symptoms following the exposure. The last action taken with risperidone in relation to the event accidental exposure to product was not applicable. Dechallenge and rechallenge were not applicable. The outcome of the event accidental exposure to product was reported as unknown. This case is considered non-serious. The reportability of this case is periodic. Local comments: downgrade.